Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the station was working properly. The fse mentioned the hard drive cable in the all-in-one is routed too tightly through the cable channel behind the screen. When the screen is tilted beyond a certain angle, the tension causes the cable to pull loose from its connector, potentially leading to drive disconnection or data loss. The fse reseated all connections on all in one and gave the hard drive cable a little extra slack to avoid future problems. The system functioned as intended after the field service engineer investigated the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had frozen and it displayed require master password when user tried to reboot it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.